Event description:
It was reported that there was low voltage and a battery problem. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a new battery was installed, the device powered off automatically after powering on. The battery spring was oxidized, the battery connect flex was oxidized and the main board was damaged. If information is provided in the future, a supplemental report will be issued.